Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the ekos endovascular device infusion catheter showed cracks in the coolant and drug luers. The device was tested for leaking, and the device leaked liquid from the drug luer where the crack was present. The device did not leak from the coolant luer, despite being cracked.

Event description:
Reportable based on device analysis completed on 30jul2024 which showed a crack and leaking from the drug luer. It was reported that the ekos endovascular device, 106x18cm was returned with no field allegations.